Event description:
On 20.sep.2024, we received a complaint from the field, from austria, reporting that, after a perla surgery realized on (B)(6) 2022, the patient heard a crack then crackling noise in (B)(6) 2023. Radiological image shows the broken rod. Rod was explanted and replaced on (B)(6) 2023 (end of sade). The rod was scrapped on site. The reference and the batch number of the explanted rod are not available. Neither the pi nor the monitor could find the label.

Manufacturer narrative:
When we received the complaint (B)(4) on 20.sep.2024, the reference and the batch number of the explanted rod were not available. Neither the pi nor the monitor could find the label. Based on the invoices, we identified the reference and the batch number of the rods implanted: cpf-sr t2 40-s, 6-0651. The manufacturing folder has been reviewed. The analysis of the manufacturing documents and control quality documents confirmed that the raw materials and production processes were conforming to the specifications. Complained device belongs to a batch of (B)(4) units, manufactured in june 2021. This is the first complaint we receive for this batch. We received the postoperative pictures taken on (B)(6) 2023 and we clearly see that the rod is broken. Device component fracture is a side effect, specific to the implant, clinically well-known, it is reported in the IFU and cer. Based on the above information, we conclude that this issue is not linked to a device deficiency but linked to the patient condition (rheumatoid arthritis and degenerative disease) and the complexity of the construction. We decided to inform FDA via (B)(4) because the device involved is us marketed.